Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported a patient was undergoing a declotting procedure through a femoral approach using a cope mandril wire guide. The physician reported that a portion of the cope mandril wire guide sheared off. The physician was able to retrieve and remove the sheared off portion of the device. It is not known what techniques were employed to retrieve the fragment. The device was received by the manufacturer.

Manufacturer narrative:
Investigation - evaluation. A review of documentation, device history record, drawings, manufacturing instructions, specification, quality control data, and the visual inspection of the returned product was conducted during the investigation. No specific issues with current manufacturing or quality controls that may have contributed to this incident were observed. The device returned in a used and damaged condition. The distal coil was stretched and elongated 69cm from solder joint of wire. The inner tapered portion of the wire was present, however, the distal weld was absent. An accurate coil diameter could not be obtained as the coil was stretched and elongated. The wire guide is manufactured according to specification detailing and verifying the geometry of the wire guide. One potential reason that the wire guide does not withstand forces during insertion, manipulation or withdrawal is excessive friction forces. Another cause is that the wire guide is withdrawn through the needle. The warning label on the wire guide cautions the user to not pull the distal spring coil portion of the wire guide through the needle tip. This is because pulling the coil through the needle may cause the wire guide to elongate, break or become stuck. Based on the available information it is not clear if the leading cause to this event might be associated with the medical procedure / intervention / user technique inaccuracy or an eventual malfunction of the device. While no definitive cause can be attributed to this failure, the resulting damage points to the probability that the coils became stuck on the needle bevel during a manipulation procedure that involved some reversal of the coil through the needle tip while performing the "declot." It is therefore feasible that the root cause of this failure is user technique. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.